Event description:
Doctor called to report he has a pt with a composix mesh. Pt has an infection and the doctor wants to know if patch should be removed. No product code/lot no. Info reported. Referred to a dr for consultation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.